Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic for follow-up, post paced t-wave over sensing was observed on the ventricular channel. Programming changes were made. The patient condition was stable.